Manufacturer narrative:
B3 date of event: date 2/13/2025 was used as date for the follow up was reported as either 2/13/2025 or 2/14/2025. Procedure physician name: (B)(6).

Event description:
Reported via patient call center it was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted on (B)(6) 2023. Post procedure, the patient was placed on eliquis and discharged home. At the one-year follow up, transesophageal echocardiogram (tee) was performed which revealed a thrombus on the closure device. The patient was placed back on eliquis 5mg and the thrombus was reported to have dissolved. The patient stopped taking eliquis. A few months later, it was reported that another thrombus was found attached to the closure device. The patient was restarted on eliquis medication as a result of the second thrombus. The patient was reported to have had a follow up appointment on (B)(6) 2025. It was reported that the thrombus had grown in size. The patient was currently seeing a hematologist and made an appointment for a second opinion at another facility on (B)(6) 2025. No further information was provided.